Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the segment broken, the insertion flexible tube buckled, the ccd drive pcb corroded, the electrical pin connector corroded, the bending rubber missing, the air nozzle missing, the water nozzle missing, the junction case leak, the control body dirty, the remote control buttons disinfections damage, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.